Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation and no concerning trend occurred for reported failure mode. Based on the available information and considering the results of previous similar events, the root cause of the reported event was traced back to an early failure of electronic boards. Such failure can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. The customer has provided two serial number (B)(6). Therefore, the UDI is also unknown. The UDI of the two serial numbers are (B)(4) and UDI (B)(4). This is information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. The customer has provided two serial number (B)(6). The manufacturing date of the two serial numbers are the same date 2025-05-27. H11: livanova deutschland manufactures the s5 mast roller pump. No further information was provided. No troubleshooting performed. Affected pump sn is unknown, so both pumps were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, along with the error code 'fault in motor controller (e432) at s5 mast roller pump pump 5a', the pump was hot. The pump was being used as a 'vent catheter' and the same error occurred four times repeatedly within 30 minutes of the start of the procedure making it unusable. There is no report of any patient injury.